Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that the bed has broken welds on it. The caller states that the welds have broken at the head spring.